Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had an elevated heart rate. The patient alleged that their implantable pulse generator (ipg) was inappropriately pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.